Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a routine generator change-out, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 17.5-18.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 9.3-12.3cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 13.0-13.7cm and 32.5-32.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received indicates that the lead was capped and not explanted.